Manufacturer narrative:
(B)(4). PMA/510(k): the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: only the inspiratory tube of the affected rt212 adult inspiratory-heated breathing circuit was returned to fph (B)(4) for inspection. The electrical resistance of the heater wire in the returned inspiratory tube was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was found to be higher than normal. A lot check revealed no other complaints of this nature for lot number 100401. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire developed the fault post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the temperature on the inspiratory tube of an rt212 adult inspiratory-heated breathing circuit was not "increasing." This was noticed prior to patient use. The hospital engineer confirmed that it was due to open circuit. No patient consequence was reported.